Event description:
It was reported that "o ring getting stuck in pump from cartridge". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.